Event description:
It was reported the pt presented to the emergency room with redness, swelling and pain at the left neurostimulator site. The pt was afebrile. The device was explanted due to infection. The type of infection was unk at the time of the report. The pt recovered without sequela. Add'l info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.